Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: mechanical (g04) - impactor. The event cannot be confirmed. No product was returned. A photo of the reported broach impactor was provided and shows signs of repeated use (nicks/marks). The device failure could not be confirmed from the image. Further evaluation could not be performed as the device was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the bolt on the impactor loosens during use. The thread is worn and the bolt loosens with the impact of the hammer causing it to come loose after several blows. The part fell onto the instrument table and did not touch the patient. The bolt was screwed back in so the surgery could be completed. The surgical technique was utilized. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.